Manufacturer narrative:
Event date: exact date unknown, event occurred about a year ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg more frequently. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.